Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email on (B)(6) 2018 "(B)(6) 2018 - (B)(6) 2018 post op anemia- resolved after blood transfusion. (B)(6) 2018 - (B)(6) 2018 post op afib- resolved after 24 hour amiodarone drip." An investigation has been initiated for each individual event; therefore, a report is being sent for each event.

Event description:
According to an email on (B)(6) 2018 "(B)(6) 2018 post op anemia- resolved after blood transfusion. (B)(6) 2018 post op afib- resolved after 24 hour amiodarone drip." An investigation has been initiated for each individual event; therefore, a report is being sent for each event.

Manufacturer narrative:
A review was held for the available information. This 74 year old male tmr 365 study patient underwent tmr + CABG via sternotomy while on cardiopulmonary bypass on (B)(6) 2016. The patient¿s past medical history was significant for a preoperative ef of 65%, diabetes, hypertension (at any time), family history of cad before age 55 (blood relatives only), hypercholesterolemia (=240 mg/100ml at any time), and smoking. The total procedure time was 259 minutes, during which a total of 146 minutes were on cardiopulmonary bypass, and a total of 25 channels were placed: 5 anterolateral, 6 posterolateral, 6 inferior and 8 anterior. Tmr was performed prior to the CABG procedure in which 4 vessels were grafted: left anterior descending (lad) ¿ standard, upper diagonal ¿ standard, obtuse marginal (om) - standard and right coronary artery (rca) - standard. The patient developed post-operative anemia on pod 4 ((B)(6) 2018) which required transfusion, and resolved the next day (pod 5, (B)(6) 2016). The patient subsequently developed atrial fibrillation on pod 5 ((B)(6) 2018), which resolved on pod 6 ((B)(6) 2018) after being treated with a 24-hour amiodarone drip. The patient did not experience any additional postoperative adverse events and was discharged on pod 8 ((B)(6) 2018). The patient was angina free at 30-day follow-up on (B)(6) 2018. Atrial fibrillation (af) is an irregular heart beat and is a common early adverse event after cardiac surgery. In fact, up to 40% of CABG patients experience post-operative atrial fibrillation (wehberg, allen, zaman). Additionally, af has been recorded in tmr + CABG patients. Allen et al (2000) recorded 24% af in tmr+CABG patients and 21% in CABG patients in a randomized controlled trial (rct). The occurrence of af in stand-alone tmr patients was less, reported at 10% (allen, 1999). Additionally, a retrospective review of patients who received or CABG alone from wehberg (2003), showed a statistical decrease in af after tmr+CABG compared to CABG (16.7 vs. 37.4%; p=0.025). Anemia is common in patients undergoing cardiac operations and is the driving force behind transfusions of red blood cells (rbc) (engoren 2014). Determinants of perioperative anemia related to surgical procedures include phlebotomy, intraoperative blood loss, and the hemodilution inherent to the use of the cardio-pulmonary bypass; the resultant intraoperative or postoperative anemia is frequently treated by rbc transfusions (engoren 2014). In addition, CABG operations are associated with a high frequency of allogenic blood transfusions due to the acquired hemostatic challenges in patients undergoing CABG (mazlan 2017). In addition, multiple reports from the literature have demonstrated a statistically significant increase in postoperative af risk among adult CABG patients who received post-operative blood transfusions (liu 2018, mazlan 2017, engoren 2014). Root cause/conclusion: atrial fibrillation is a common adverse event after CABG procedures with or without adjunctive tmr. This is not an unexpected event occurring 5 days after the procedure. The anemia is also a common adverse event associated with cardiac surgery and cardiopulmonary bypass. There is no evidence to suggest that either event was directly related to the tmr procedure. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.